Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11274r54, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced pain and less than 50% therapy relief. A catheter occlusion in the distal segment of catheter serial #(B)(4) occurred. A catheter replacement was required. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The event was reported to have occurred over a year prior to this report. Troubleshooting/diagnostics and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.